Event description:
After a pre-deployment angiogram, which revealed a 4mm puncture in the superficial femoral artery (afs) and no calcification, a 6f angio-seal vip was selected for use. After the carrier tube was inserted into the sheath, the physician was unable to snap the carrier tube cap into the sheath cap due to a resistance. Since the caps were not securely snapped together, it was unk whether the anchor had been properly deployed into the vessel. The angio-seal was located and surgically removed. The vessel was sutured together to achieve hemostasis. The pt's hospital stay was extended due to surgery.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the pt. Hemostasis can be achieved by applying manual pressure.